Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that lens had problem of deployment. Customer reported that there was no patient contact with the product. Additional information was received, and it was learnt that the lens got stuck in injector. The lens was removed and replaced with a non-johnson & johnson lens in same surgical procedure. Reportedly incision was enlarged, and surgery remained the same as expected. The patient is fine and visual acuity is 20/20. No further information provided.